Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device. User error - incorrect treatment method.

Event description:
On 03-sep-2025 the user reported hypoglycemia with a bg of 47 mg/dl. The user treated the low bg with glucose tablets followed by apple juice and reported symptoms of dry mouth. The user confirmed bg was back in range at 139 mg/dl (120 mg/dl by fingerstick) by the end of the call. No ems or hospitalization was required.